Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Components were broken. Based on the results of the investigation the light guide connector breaking off was due to the effect of a large mechanical force such as a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "ultra", 10 mm, 0° exhibited a broken component. There were no reports of patient harm.